Event description:
It was reported that the ventilator shut down with an audible alarm. The ventilator continued to self power up again with an audible alarm and reset displayed multiple times. The ventilator was not on a pt when the reported problem occurred.

Manufacturer narrative:
Na